Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation. As a result, patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted. Investigation was unable to determine which lead was at fault.